Manufacturer narrative:
Initial and final MDR-(B)(4). MDR device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion set leakage issue event on 24-feb-2026. The infusion set tubing was leaking and the infusion set had been in use for one to two days. The issue occurred with ten infusion sets. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.